Event description:
The account contacted an abbott customer technical advocate (cta) regarding a pt result that was reported with falsely increased rbc (6.59 m/ul) and hgb (19.7 g/dl) and falsely decreased plt (99.3 k/ul) and wbc (4.37 k/ul). The sample was run using a cell-dyn 4000 analyzer in autoloader mode with no system message generated to alert the user. A corrected report was submitted yielding the following results rbc= 2.93 m.ul, hgb=8.66 g/dl, plt=291 k/ul and wbc=14.4 k/ul. No impact to pt management was reported.